Event description:
The facility reported a flogard infusion pump that presented an "f38 alarm". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion pump with an alarm f-38 was confirmed by technical services on customer site. The cause was determined to be defective tube misloading sensors and the tube misloading sensors were replaced onsite at the facility by a baxter field service technician to resolve the problem.